Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description : linear st lead, 50cm; model #: sc-4316, lot #: 15478275, description : next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for explant was that the stimulator was no longer helping the patient.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.